Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that the pod completed only first priming and it was in pod state 14. This indicated that the user did not initiate needle deployment and did not complete priming within the specified time period after filled. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited. No issues were found in the device that would result in the reported needle mechanism failure to retract needle.the product was returned with a different lot number than was reported and noted on the initial MDR. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425. Unique identifier (UDI) # changed from ((B)(4) to (B)(4).